Event description:
It was reported that a malfunction occurred with a pump, displaying malfunction code 0. The malfunction did not adversely impact the customer's blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it without recurrence. The customer was advised to continue using the pump and to get in touch if the issue reappeared.